Manufacturer narrative:
In the case description, the user mentioned that the controller and charging cable got hot while charging and the controller was unable to charge to full. Inspection of the charging port of the returned controller found no damages indicating thermal exposure. The controller was returned with 51% battery charge. The controller was plugged in and allowed to charge to 100%. Neither the controller nor charging cable were felt to get hot while charging. The controller was able to charge to 100%, turn on, and boot up with no issues. Review of the android log files downloaded from the controller found that the controller was able to charge to 100% during use. The logs showed one instance of the controller battery temperature exceeding the temperature specification of 40 degrees celsius, reaching a temperature of 42.8 degrees celsius during charging. The controller battery temperature did decrease on its own while still charging. It could not be conclusively determined if this increased battery temperature contributed to the feeling of the device getting hot while charging. The exact cause of the reported event could not be determined. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their pdm (personal diabetes manager) and charging cable overheated while charging, and the pdm will no longer hold a charge. The patient confirmed using a charging cable provided by insulet. No impact on the patient's blood glucose levels was reported. Medical treatment for the reported event was not required. If additional information is received, a supplemental report will be submitted.